Manufacturer narrative:
The insulin pump was received with a blank display during countdown. The problem was isolated to the mother board.the insulin pump was received with minor scratches on the display window, a cracked case display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump screen was blank. He attempted replacing the battery with new batteries three times. The customer stated the insulin pump would come on and count up, a black screen would come up and then the pump would shut off again. The customer's blood glucose was 363 mg/dl. Troubleshooting was performed. No damage or corrosion were found on the battery cap or in the battery compartment. The battery cap contacts were neither missing nor damaged. The customer cleaned the battery cap contacts and the display did not return. The insulin pump was reportedly not bumped, dropped, or exposed to moisture. The customer inserted a new battery and the display remained blank. He was instructed to leave the battery out of the insulin pump for two hours to dissipate any electrostatic discharge. The customer was advised to revert to a back-up plan. Nothing further reported.